Manufacturer narrative:
The insulin pump was received with motor error alarm during the occlusion test duet faulty force sensor resistor. However, the insulin pump passed the operating currents measurement, self-test, a21 error test, displacement test, rewind, basic occlusion, prime and excessive no delivery test. The motor passed motor test. No unexpected low battery alarm noted. The insulin pump had cracked case at the display window corners, broken battery tube threads, cracked belt clip slot, minor scratched display window and broken battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and low battery before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump battery compartment is damaged and the batteries do not stay in. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined troubleshooting for the motor error and low battery.